Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found that the unit came in for error 32098 coupled with 32100. It was confirmed but not replicated. The unit was tested on an in-house system and triggered no errors. Unit was tested on the patient side cart fixture test platform (pftp) and passed all tests. Upon further inspection, there was no fluid intrusion or physical damage. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the site called back in to report that an issue, that was previously reported, had returned. The customer was getting multiple errors on the universal surgical manipulator (usm)1. The site already tried to recover the error, but the error returned after a new startup and arm1 was disabled. The customer needed all arms for the upcoming procedure, the caller was planning to swap patient side carts (psc). The head nurse called back to inform the intuitive surgical, inc. (Isi) technical service engineer (tse) that the procedure was delayed approximately one hour. The procedure was completed as planned no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the patient was not under anesthesia during the initial start-up. However, after the second start-up, the patient was under anesthesia. The incisions/ports were already in place. The patient was not injured. The operation was not extended by 31 minutes or more because of this problem. However, the operation was prolonged by 15 minutes or more during a critical stage of the operation (e.g. Hot ischemia) due to this problem. Specifically, the start of robotic surgery was delayed due to a change. The total duration of the operation (duration of the surgical procedure) is not provided. There were no intra- or post-operative complications due to this delay.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Based on the field evaluation, this reported event was confirmed. The intuitive surgical, inc. (Isi) field service engineer (fse) replaced the universal surgical manipulator (usm) due to the 32098 error. The system was tested and verified as ready for use. An RMA was issued to evaluate the isi device. Additional information is being gathered to determine the contribution of the device to the customer-reported issue.